Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was moved 2 weeks prior to report back of the body to the front due to the ins being up close to the spine. It was noted that the exact timing when the patient began to have issues with this was unknown. Additional information received reported that there were no x-rays. It was noted that the ins was moved from the back flank to the abdomen. It was noted that the patient was doing well. Additional information received reported that impedances were fine pre and post operation.